Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping. Noise was able to be reproduced during provocation testing. The sensing vector was reprogrammed. The data was sent to technical services (ts) for review. Upon review, ts noted the noise during provocation appears to be different than the noise during the shock. Additional data was sent into ts for review. Upon review, ts discussed the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested further evaluation and discussed programming options. The s-ICD and electrode remain in service and no adverse effects were reported.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping. Noise was able to be reproduced during provocation testing. The sensing vector was reprogrammed. The data was sent to technical services (ts) for review. Upon review, ts noted the noise during provocation appears to be different than the noise during the shock. Additional data was sent into ts for review. Upon review, ts discussed the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested further evaluation and discussed programming options. The s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received that the sensing vector was reprogrammed from primary to secondary. However, the patient received another inappropriate shock due to oversensing noise. An electrode fracture was suspected. Subsequently a revision procedure was performed where the electrode was explanted and successfully replaced. During the procedure visual inspection of the electrode did not reveal any issues. Ts review of the electrogram (egm) was requested. Upon review, ts agreed that the noise appears to be consistent with an electrode fracture. The s-ICD remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping. Noise was able to be reproduced during provocation testing. The sensing vector was reprogrammed. The data was sent to technical services (ts) for review. Upon review, ts noted the noise during provocation appears to be different than the noise during the shock. Ts suggested further evaluation. The s-ICD remains in service and no adverse effects were reported.